Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 291 mg/dl and sensor glucose was 48 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.